Event description:
A (B)(6) infant was housed in neonatal ICU. The rn was changing a dopamine syringe on the alaris syringe pump. The rn paused the pump, clamped the tubing, changed the syringe, unclamped the tubing. When the pump was restarted, the rn noted increase in arterial bp. The pressure pod was suspect for failure and the rn suspected that the pt received a bolus of medication. The bp decreased after 5 minutes.